Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 600 mg/dl. The customer also experienced hypoglycemia blood glucose was 49 mg/dl. The customer experienced symptoms such as a nausea, vomiting, abdominal, pain, dizzy, headache and chest pain result of high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with fluids, insulin drip and nausea, headache treated with medicine. Customer declined trouble shooting for hyperglycemia and hypoglycemia. The insulin pump will not be returned for analysis.